Event description:
It was reported by the healthcare professional the patient developed an infection and purulent discharge was noted draining from the insertion site. No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.